Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no ac power; device doesn't work on battery and doesn't turn on at all. The customer reported there was no patient involvement. The customer reported the device was not placed on a patient; someone else bagged the patient until another device was brought to the bedside in the emergency department.

Manufacturer narrative:
The fse evaluated the device while onsite. The fse replaced the power supply to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.